Event description:
Event is reportable based on product analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon leak occurred. The 90% stenosed lesion was located in the moderately tortuous and non-calcified upper arm. The symmetry small vessel 5.0 x 40mm balloon was advanced to the lesion, inflated, and contrast media leaked from the balloon. The procedure was completed with this device. No patient complications were reported. The patient's status is good. However, product analysis revealed a pinhole in the balloon.

Manufacturer narrative:
Device evaluation by manufacturer: a visual and tactile examination revealed no damage was noted to the shaft of the device. The balloon was folded but was not wrapped around the shaft of the device. There were traces of dried blood present inside the balloon. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon found a pinhole had occurred in the balloon material at the proximal edge of the proximal markerband. The device was passed over a 0.018" guidewire with no restrictions noted. No other issues were noted with the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).